Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped and scratched acoustic lens was traced to component failure and the most probable cause of the forceps elevator wire had foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a scratched, chipped acoustic lens and forceps elevator wire with foreign material. There was no patient involvement.